Manufacturer narrative:
The device was returned after being used in the procedure. Visual inspection revealed a distal tip split less than 0.25¿ in length. No relevant functional testing was able to be performed. No relevant dimensional analysis was able to be performed due to the condition of the device. A device history record (DHR) review did not reveal any manufacturing related issues that have contributed to the complaint. A review of lot history revealed no similar complaints. The certitude introducer sheath complaint history from (B)(6) 2018- (B)(6) 2019 has been reviewed and no confirmed manufacturing non-conformances were identified. A review of the complaint history that the occurrence rate does not exceed the (B)(6) 2019 control limits. During the manufacturing process, the sheath was visually inspected and tested several times. During manufacturing, the sheath was 100% inspected. During final inspection, the certitude sheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving certitude usage. The user is instructed to ensure adequate vessel access and not to use the certitude sheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. The device procedural training manual provides instructions for insertion of certitude. Remove the diagnostic sheath and insert the certitude introducer sheath set into the aorta to approximately 2 cm mark under fluoro guidance. Sutures can be tightened using tourniquets to reduce significant bleeding around the sheath. Secondary operator¿s main role is to stabilize the sheath. Ensure guidewire is aligned coaxially within the sheath at all times. If excessive bleeding from hemostasis seal of the sheath is observed, reposition guidewire to center of sheath housing. Note: to avoid slipping of the sheath out of the aorta, the sheath depth markers should be used throughout the procedure to verify the depth of the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for the sheath distal tip split was confirmed by visual inspection; however, no manufacturing non-conformances were identified. Based on a review of the lot history, DHR, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, ¿no defects or abnormalities were noted upon initial inspection during removal from the packaging.¿ this therefore indicates there was no issue with the device out of box and the observed tip damage occurred during the procedure. It was also reported that, ¿the physician did mention that ¿more than usual¿ force was used to penetrate the artery¿ and ¿per medical opinion, cause of the difficulty during insertion can be related to vessel tortuosity, and tissue rigidity¿. Vessel tortuosity can create a difficult pathway for insertion and withdrawal of devices. It is likely that excessive force was used to overcome the insertion difficulty through the tortuous vessel, which could have led to the distal tip becoming split. As a result, it is possible that the sheath tip was damaged due to excessive force applied during insertion of the sheath. Based on available information, it is likely that patient factors (tortuosity) contributed to the reported event. The complaint for the sheath distal tip split and the sheath shaft insertion difficulty in patient were confirmed based on the condition of the returned device. Available information supports the events were likely related to procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23 mm sapien 3 valve was implanted in the aortic position via left carotid artery approach. The physician stated more than usual force was used to penetrate the artery. Post deployment, the certitude sheath was withdrawn from the patient, and the physician observed a ¿crack/separation¿ at the distal part of the sheath. There was no material separation from the sheath. No patient injuries were reported and the patient was doing well post procedure. Per medical opinion, the cause of the of the difficulty during insertion was due to the patient¿s vessel tortuosity and tissue rigidity. A photo of the sheath after use shows a sheath distal tip split.